Event description:
Customer reported that she received a no delivery alarm after changing the infusion set. Customer declined troubleshooting for this issue. The blood glucose reading was 118 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.